Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective therapy due to their leads migrating and their ipg was inoperable. Surgical intervention was undertaken and the leads and ipg was explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.